Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of up to 120 ohms and high right ventricular threshold measurements. All other measurements appear stable and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the ICD was emitting tones as the system had exhibited a high out of range shock impedance measurement of greater than 125 ohms. Troubleshooting steps were provided to the field, and the ICD remains in service. No adverse patient effects were reported.